Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported "chronic pain and rupture" and "discovery of a budding bulging thoracic lesion [...] During surgery (siliconoma, other)"; "discovery of a budding bulging thoracic lesion [...] During surgery (siliconoma, other)" has been deemed not related to the device. Healthcare professional also reported "a leak" confirmed via mammogram and ultrasound. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and silicone migration: observed, broken assessed as fold flaw opening ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "chronic pain and rupture" and "discovery of a budding bulging thoracic lesion [...] During surgery (siliconoma, other)"; "discovery of a budding bulging thoracic lesion [...] During surgery (siliconoma, other)" has been deemed not related to the device. Healthcare professional also reported "a leak" confirmed via mammogram and ultrasound. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "chronic pain and rupture" and "discovery of a budding bulging thoracic lesion. During surgery (siliconoma, other)"; "discovery of a budding bulging thoracic lesion. During surgery (siliconoma, other)" has been deemed not related to the device. Healthcare professional also reported "a leak" confirmed via mammogram and ultrasound. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and silicone migration. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.